Manufacturer narrative:
Investigation results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage due to damage at the tube bottom with the incident lot was not observed. It should be noted, that leakage was observed but it was difficult to determine from the photos if the leakage was attributed to damage to the tube. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to damage in the tube reservoir as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for leakage due to a damaged tube with the incident lot was not observed as all samples met the required specifications. Additionally, it was difficult to determine from the photos if there was damage to the tube. Root cause description based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leaked from the bottom of a bd microtainer® tubes with k2e (k2edta) blood collection tube after use. There was no report of exposure, serious injury or medical intervention.